Event description:
It was reported that the patient presented for the generator change procedure. Prior to the procedure, upon device interrogation, the atrial lead exhibited high capture thresholds and noise oversensing, which resulted in inappropriate auto mode switching and pacing inhibition. The atrial lead was subsequently capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.